Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately high compared to his feeling/normal result(s). The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2010 and obtained the following information: the patient tests two times a day and manages his diabetes with a prefilled insulin pen (20 units) of novolog 70/30 in the morning and evening. The patient has been newly diagnosed and does not know what his blood glucose range is; however, the patient indicated his blood glucose results have the tendency to be in the near "200's". The patient alleged that the issue began on (B)(6) 2010 (time unknown). That morning (before the alleged issue began) the patient clarified he took his usual dose of insulin, consumed his breakfast several minutes later, and at an unknown time afterwards obtained a blood glucose result of "250 mg/dl" with the subject meter; the patient denied taking any action in response to the blood glucose result, since he had already taken his set dose earlier that morning. At an unknown time later, the patient claimed he experienced symptoms of dizziness and sweating (symptoms the patient was taught were suggestive for low blood glucose). At the onset of his symptoms, the patient stated he obtained a blood glucose result of "119mg/dl" with the subject meter. The patient denied testing with another device. After the alleged issue occurred, the patient corrected and clarified he administered self-treatment by consuming food. Despite his treatment, however, the patient clarified his symptoms continued throughout the day and his blood glucose result that evening (time and result unknown) remained "high". The patient indicated he continued with his usual dose of insulin that evening; the patient denied receiving any additional medical intervention. The following morning, the patient indicated he no longer was experiencing any symptoms and his blood glucose (result unknown) remained high. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged issue began.